Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(4) 2014, a 3.0x28mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the proximal right coronary artery (rca) lesion. On (B)(6) 2016, a coronary angiogram was performed due to shortness of breath and a reduction in exercise tolerance. Per angiography, the rca was occluded at the origin of the previous bvs. Medication was provided. On (B)(6) 2016, following a positive stress test MRI, another percutaneous intervention was performed. Balloon angioplasty was performed in the proximal restenosed scaffold. In addition, on (B)(6) 2016, 2 xience stents were implanted as treatment. The patient was discharged from the hospital on aspirin and ticagrelor. The event resolved. There was no additional information provided regarding this issue.